Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 632mg/dl. Troubleshooting was performed. The customer stated that when his blood glucose meter was reading high and the health care professional advised him to go to the emergency room. The time and date were incorrect. Assisted the customer with correcting them. No further information was provided.